Event description:
Pt was treated in 10/03. Thermage was notified of event in 09/04. At about four months post treatment, the pt developed five indentations, two on each temple, each about 1cm2 and 1 mm deep and one on the left cheek about 1cm2 and 1mm deep. The doctor injected restalyne in 2004 into the indentations. In 02/04 dermaline was injected into the indentations. The pt's last follow-up with the doctor in 07/04 show no improvement in the condition.